Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump and allowed the pump battery to deplete and the pump turned off. The customer¿s blood glucose (bg) was 550 mg/dl. Customer administered a dose of long acting insulin to address their bg. Tandem technical support educated the customer on how to restart the pump and restart a continuous glucose monitor session. The customer continued to use the pump for insulin therapy.